Manufacturer narrative:
Follow-up #1: correction to the alert date has been updated to (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of a prime issue. The pump failed to recognize the cartridge during the load step. The force sensor calibration did not measure within specifications. The resistance on the force sensor was found to be out of specifications. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.